Manufacturer narrative:
No button error alarm noted. All buttons functioned properly; however, unit had moisture on keypad traces. Received unit with moisture damage on the lcd board. Unit had cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed button error while pump was in customer's bra. Customer's blood glucose was 165 mg/dl at the time of incident. Troubleshooting was done for button error but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.